Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively established. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heart transplant for unknown reason. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation.